Manufacturer narrative:
Only the replaced component was returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center for service. An issue related to the device's oxygen blending module board was observed. The device's oxygen blending module board was replaced to address the issue. There was no harm or injury reported. The ventilator's oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. The component failed steps during testing. The root cause of the failures was found to be due to contamination.